Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot/serial#:(B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary urinary dysfunction (incontinence, urgency, and/or frequency) it was reported that they had pain. Patient states she has pain in her left side. She indicated that she was diagnosed with a uti. Patient to turn off interstim and contact her doctor to be evaluated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that it was unknown at this time if the device/therapy was causal or contributory to the patient's uti. The patient was still being evaluated with an MRI as the next step. The rep stated it was unknown if the patient had utis prior to the implant and it was unknown if the uti was related to the patient's underlying condition. The uti is being treated with antibiotics and has not yet been resolved.